Event description:
Pt was revised due to spin-out.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported dislocation; however, provided information indicates product error was not a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.